Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the foley catheter was inserted, inflated and slid out due to the balloon not staying inflated. A second foley was inserted and backed out, and the balloon was not inflated. The third catheter was placed successfully and stayed in place. The failed catheters were tested and leaks were noted.

Event description:
It was reported that the foley catheter was inserted, inflated and slid out due to the balloon not staying inflated. A second foley was inserted and backed out, and the balloon was not inflated. The third catheter was placed successfully and stayed in place.the failed catheters were tested and leaks were noted.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential failure mode could be ¿balloon collapses¿ with a potential root cause of " inflation / drainage lumen wall perforated". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.